Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose while she was asleep. The customer had two strokes, one while wearing the insulin pump and the other while she was off on therapy. The caller stated that the health care team tried to make adjustments, but her glucose still dropped. No further information was provided.